Event description:
Avasys called rn that patient was struggling and attempting to pull off bilevel positive airway pressure (bipap) mask. Rn immediately entered room to see patient pulled out tubing connecting mask to the bipap machine. Upon, entering, the screen was black and stated "version 1009 inoperable". Patient put back on bi-pap and re-stabilized.